Event description:
During the atrial fibrillation procedure, air was intermittently aspirated when removing the guidewire and dilator after puncture. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported introducer.